Manufacturer narrative:
The reported complaint that the autopulse platform (s/n (B)(4)) displayed user advisory (ua) 07 (discrepancy between load 1 and load 2 too large) was confirmed during functional testing and based on the review of the archive data. The root cause of the ua07 advisory message was the defective load cells. The cracked enclosures and the defective load cells were likely attributed to mishandling such as a drop. Visual inspection of the returned autopulse platform revealed multiple cracks on the front and bottom enclosures in the screw well area and torn load plate cover, unrelated to the reported complaint. The observed physical damages could be the characteristic of harsh impacts due to user mishandling. The damaged front enclosures and load plate cover were replaced to address the observed issues. Review of the archive data showed multiple ua07 advisory messages; thus, confirming the reported complaint. Functional testing failed due to the ua07 advisory message displayed upon powering up the platform; thus, confirming the reported complaint. A load cell characterization test was performed and verified that load cells were defective, exceeded normal parameters, and were replaced to remedy the fault. Following service, a load cell characterization test was performed and confirmed both cell modules are functioning within the specification. The autopulse platform was subjected to a final run-in test using the 95% large resuscitation test fixture (lrtf) with known good test batteries until discharged without any fault or error. Historical complaints were reviewed for service information related to the reported complaint, and there was no previous history of complaints reported for autopulse platform with serial number (B)(4). According to available information, the death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care. The autopulse is intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the trained user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR. Out-of-hospital cardiac arrest (ohca) is one of the main causes of death in industrial nations. About 25% of patients survive this event and make it to the hospital, and even fewer patients survive after 24 hours (nichol, nejm, 2015). In the united states, survival to hospital discharge after non-traumatic emergency medical services-treated cardiac arrest with any first recorded rhythm was 10.6% for patients of any age. Of the bystander-witnessed out-of-hospital cardiac arrests in 2011, 31.4% of victims survived to hospital discharge (mozaffarian, circulation, 2016). Death is an expected outcome for ohca.

Event description:
During patient use, the autopulse platform (sn (B)(4)) powered on, started compressions and then displayed user advisory (ua)07 (discrepancy between load 1 and load 2 too large) error message. The customer performed manual CPR, and used another autopulse platform for the duration of the call. Patient expired. Per reporter, the patient's death was not related to the autopulse system.